Event description:
It was reported that the bd luer-lok¿ syringe with attached needle experienced the needle and syringe separating. The following information was provided by the initial reporter: I opened the needle and inserted it into the rubber stopper and the blue plastic piece that holds the needle came apart from the barrel of the syringe.

Manufacturer narrative:
Investigation summary: one sample and one photo was provided to our quality team for investigation. The reported issue was not confirmed upon inspection of the sample. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review was completed for provided lot number 9077777. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with attached needle experienced the needle and syringe separating. The following information was provided by the initial reporter: I opened the needle and inserted it into the rubber stopper and the blue plastic piece that holds the needle came apart from the barrel of the syringe.